Event description:
Patient presented to the physician with pain at the generator site after recent weight loss. Physician suspects pain is at the anchor points. Physician brought the patient to the or and removed the entire inspire system.